Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the catheter shaft was broken/fractured. There is no allegation of shaft damage during the procedure. This may have occurred after the procedure when the catheter was removed due to the resistance noted. The issue is associated with a product that meets stryker design and manufacture specifications and was used according to the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on return of the subject device, the catheter shaft was noted to be broken/fractured. There were no clinical consequences to the patient.